Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the bile duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a 4-5 cm stricture within the middle to lower part of the bile duct. The patient's anatomy was tortuous, but had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the stent was deployed within the bile duct. Following the stent placement, the physician attempted to slowly remove the delivery system from the patient; however, it became stuck on the deployed stent. Due to this, the deployed stent subsequently migrated into the duodenum and the inner shaft detached. Reportedly, the inner shaft did not fall into the patient and was able to be removed with the delivery system. Additionally, the stent was removed from the patient's duodenum using a snare. The procedure was completed with a non-bsc stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure. It should be noted that an image of the complaint device was provided and damage to the stent cover was noticed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the bile duct of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a 4-5 cm stricture within the middle to lower part of the bile duct. The patient's anatomy was tortuous, but had not been dilated prior to the stent placement. No visible issues were noted to the device. During the procedure, the stent was deployed within the bile duct. Following the stent placement, the physician attempted to slowly remove the delivery system from the patient; however, it became stuck on the deployed stent. Due to this, the deployed stent subsequently migrated into the duodenum and the inner shaft detached. Reportedly, the inner shaft did not fall into the patient and was able to be removed with the delivery system. Additionally, the stent was removed from the patient's duodenum using a snare. The procedure was completed with a non-bsc stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure. It should be noted that an image of the complaint device was provided and damage to the stent cover was noticed.

Manufacturer narrative:
Patient is over 18 years old. (B)(4): inner shaft break. Delivery system difficult to remove. Stent cover damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully deployed. The inner shaft was broken at approximately 253mm proximal to the distal end. The distal portion of the inner shaft is severely kinked at 9mm, 52mm &112mm proximal to its distal end. Examination of the outer sheath noted that the clear section was kinked along its length. Examination of the deployed stent noted no anomalies. Note: the investigation results were able to confirm the complaint reported event. Event remains reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information indicated that the most probable root cause is operational context.